Manufacturer narrative:
The t:slim g4 user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump turned off due to insufficient battery power. Customer stated that they did not charge the pump. The pump was plugged back in and the pump powered on. Customer had elevated blood glucose (bg) levels (250 mg/dl). Customer stated they will deliver a bolus to stabilize bg levels.